Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the system did not boot up. A philips field service engineer (fse) examined the system on-site and identified the system¿s host computer was unable to boot up, preventing a full system boot. The fse replaced the host computer, hard disk and installed the software to resolve the issue. The host computer was returned to philips for further analysis and no failures were found. The cause of the reported problem could not be determined. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.